Manufacturer narrative:
Mindray field service representative verified the proper operation of the benevision dms and collected logs and patient database. Mindray performed a review of the system logs and patient database, noting the record of the v-tach alarm, and no issues with system performance were observed.

Event description:
No product malfuction was reported, the customer requested a log evaluation only. It was reported that during the case, on (B)(6) 2023, between 10:10 and 10:21 a.m., a patient connected to the tm80 telepack (serial number (B)(6) on the 3rd floor, bed t1-339, had a ventricular tachycardia (v-tach) episode. The alarm was generated on the workstations with ID "c2" (serial number (B)(6) and ID "c3" (serial number (B)(6) located on two different floors. No equipment malfunction occurred. However, a log evaluation was requested. The customer wants to verify in the logs which floor the alarms were silenced (c2 or c3) and at what time. The patient expired.